Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer's blood glucose level was unknown. The customer was assisted with the troubleshooting. The customer stated that there was a black circle on the display of the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Pump passed displacement test and self test. Pump was tested with no missing segments/partial display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.